Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that two sensors were caught in the serter. Customer stated that he released the sensor from the serter. Customer was not sure if the serter or transmitter were working. Customer stated that his blood glucose was running high. Customer stated that the pump was not delivering insulin when he bolused. Customer stated that he had to rewind the pump in order for it to deliver insulin. Customer stated that if the insulin does not deliver, he will rewind the pump without removing the reservoir. Customer's last blood glucose was 140 mg/dl. Customer was advised that the serter will be replaced. Customer was advised that the pump was functioning as designed. Customer was advised to remove the reservoir from rewinding the pump. Customer's blood glucose is 460 mg/dl. Customer treated with the pump. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed.